Event description:
It was reported that device/module was experiencing intermittent module connectivity alarm. Customer requested a replacement. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
D4: lot# 19408242 doesn't match anything in the ICU records. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. There was no observable physical damage or defect to the comm module or the pump. The reported problem was able to be duplicated. It was determined that the comm module failed to enable connection with the pump in this case. The comm module was at fault. Corrective actions are in process.